Event description:
It was reported that during an unk procedure, the surgeon made the purse string suture and checked digital that there was no additional tissue jammed. As the device was closed a crack inside the handle of the device was heard and the device could close easier than usually. There was no circular staple line but the device cut the tissue. Patient had to be sutured manually. Patient lost blood, but amount is unk. Patient is fine.